Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the control board for a granuflo dissolution tank became damaged after it was installed. The board likely became damaged because it was the incorrect part for the mixer. Additional details were provided upon follow-up with the biomed. The biomed said the original problem was that the propellors in the mixer "fell down" when a patient care technician (pct) was mixing a batch, and they didn't realize it. As a result, the granules didn't dissolve properly and it clogged up the mixer. The biomed had to remove everything and clean it up with reverse osmosis (ro) water. The next time the biomed tried using the mixer, it wasn't draining properly. The biomed replaced the pump to resolve the issue. After the pump was replaced, the mixer began to experience continous interruptions during every cycle. For instance, the biomed said the pause button would light up during rinse, and he had to press the pause button to resume the rinse. This happened during all phases (recirc, rinse, drain etc.). The biomed reviewed the troubleshooting guide and couldn't identify a possible cause. The biomed was sent a new control board for the machine. However, technical support sent the biomed the wrong board. The biomed didn't know it was the wrong board and installed the part because it fit. When the biomed installed the part, an arc was emitted and the board shorted out. The biomed said there was a resistor on the board that had physical thermal damage. The biomed also noticed blackening on the screws that hold the board down. No burning smell was noted. The biomed contacted technical support and it was determined that the biomed received the incorrect board. The board the biomed received was for a 99-gallon mixer. Technical support sent the biomed the correct board, which took about a week to arrive. The biomed was able to continue using the mixer with the old control board. However, they had to monitor the mixer while it was being used due to the constant interruptions. The biomed confirmed receiving the correct control board which has been installed. The mixer is fully operational again. The damaged board was reportedly sent back for evaluation.